Manufacturer narrative:
(B)(4). Catalog number 0av063-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation and peritonitis are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the pej placement, the duodenum was perforated. The placement of the pej was discontinued and the pej was removed. The patient only had the peg. On (B)(6), the patient was diagnosed with peritonitis. He was dying in the intensive care.